Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that the battery compartment had moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2017 with the following findings: a review of the black box showed evidence of a voltage drop resulting in a low battery warning and a replace battery alarm. The battery cap was not returned. All testing was performed with a test battery cap. The pump intermittently powered on with the test battery cap. Moisture was found inside the battery compartment. The idle and sleep current draws were not within specifications. A leak test showed a leak at the battery compartment. The pump case was removed to find evidence of moisture on the internal components.